Event description:
Caller reported that while removing air from their cartridge, the cartridge appeared to have an air leak. There was no adverse impact to the customer's blood glucose level. The customer discarded the faulty cartridge, filled a new one, and successfully resumed insulin therapy without requiring further assistance.